Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen is cracked. Reportedly, customer does not know how it became damaged. The customer¿s blood glucose was 400 mg/dl. The customer administered a manual injection. Reportedly, the customer would continue use of manual injections for insulin therapy.